Manufacturer narrative:
Evaluation summary: customer complaint of regurgitation was confirmed through observed leaflet tear. Host tissue on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspect. Moderate-heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 on the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 3mm at commissure 1 on outflow aspect. Leaflet 1 had a non-transmural perforation near commissure 1 and a 2mm non-transmural tear near commissure 2 on the outflow aspect. Leaflet 3 had a 4mm tear near commissure 3. X-ray demonstrated calcification nodules at the tears on leaflet 1 and calcification at the tear on leaflet 3 near commissure 3. X-ray demonstrated wireform intact. Sewing ring and cloth had multiple cuts around the valve. Wireform was exposed at commissure 2 at the outflow aspect. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, it was determined that the root cause of this event was due to torn leaflets as demonstrated in the device evaluation. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging nonconformance's also have the potential to result in valvular dysfunction if not detected prior to implant. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm mitral pericardial valve, implanted for approximately eleven (11) years and two (2) months, was explanted due to mitral regurgitation secondary to leaflet tear. The 25mm mitral valve was originally implanted for mitral valve replacement to correct mitral regurgitation. This device was explanted and replaced with another 25mm edwards mitral valve with no adverse patient effects reported as a result of the valve replacement. The condition of the valve at explant was reported as ¿there was almost no calcification observed. One of the leaflets had a tear and it led to mitral regurgitation¿. The patient status was reported as ¿recovered¿ at ICU.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
It was reported that a 25mm mitral pericardial valve and 19mm aortic pericardial valve, implanted approximately eleven (11) years and two (2) months, were both explanted due to mitral regurgitation secondary to leaflet tear and prophylactic purpose, respectively. The patient status was reported as ¿recovered¿ in the ICU. The 25mm mitral valve was originally implanted for mitral valve replacement to correct mitral regurgitation. This device was explanted and replaced with another 25mm edwards mitral valve with no adverse patient effects reported as a result of the valve replacement. The condition of the valve at explant was reported as ¿there was almost no calcification observed. One of the leaflets had a tear and it led to mitral regurgitation¿. The 19mm aortic valve was explanted for prophylactic purpose. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. Since mitral valve replacement was needed for this patient, the surgeon decided to perform re-aortic valve replacement as it has been approximately eleven (11) years and two (2) months since implant. This device was explanted and replaced with another 19mm edwards aortic valve with no adverse patient effects reported as a result of the valve replacement.